Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels read ¿high¿ (>400 mg/dl) after wearing the pod for one day. The pod was removed and a new pod was applied. 6 units of insulin was delivered with the new pod but the bg levels still did not decrease and the patient was vomiting during the night and had brain fog. The patient's mother called the ambulance and the patient was admitted to the hospital (B)(6). Bg levels were measured to be 1,114 mg/dl at the hospital and was diagnosed with diabetic ketoacidosis. Fluids and insulin were provided intravenously for treatment. The patient was discharged on (B)(6) 2024 after being admitted to the intensive care unit for 17 days. The pod was discarded.